Manufacturer narrative:
Initial.

Event description:
It was reported that the user performed a factory reset of the ilet system at their clinician¿s recommendation during troubleshooting to connect the eyelet to the app, and the user described increased physical activity after returning to work with subsequent low blood glucose episodes. Symptoms included hypoglycemia. Outcomes unknown. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the device problem and component were characterized as having insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.